Event description:
A phone call was made to the customer in order to follow up on a previous call he made for high blood glucose levels. The customer stated that he went to the emergency room for treatment after the initial phone call. The customer could not recall the blood glucose reading at the time of the event. The customer only stated that he recently received a letter regarding the drive support cap, but stated he has never had any issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.